Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had back pain and it was unknown if it was related to the device. The caller stated the patient had a back surgery and a year later the stimulator was implanted, but the patient still had back pain. The caller stated the back pain had gotten better since implant. Additional information was received from a healthcare provider (hcp). It was reported the generator location was revised and this improved the back pain. The patient was referred to receive a left l 4-5 transforaminal nerve block vs. Epidural steroid injections. The patient will be reassessed in 2 months from (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.